Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had intermittent spikes in pacing impedances, and had recently triggered a lead safety switch to unipolar configuration due to out of range impedance greater that 2000 ohms. There was some observations of noise being oversensed as ventricular tachycardia (vt) since the switch. Technical services discussed to consider bringing patient in to evaluate threshold in unipolar to ensure no diaphragmatic or muscle stimulation, and turn back to bipolar sensing and monitor. Additional information was requested, however no new information was obtained. The system remains in-service. No additional adverse patient effects were reported.